Manufacturer narrative:
The company service representative examined the system was not able to replicate the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing no phacoemulsification power during a cataract procedure. The phaco handpiece and tip were exchanged but this did not solve the issue. The system was switched out to complete the case using the same handpiece, tip, and tubing. There was no patient harm.